Event description:
Continuous renal replacement therapy (crrt) was disrupted when an alarm went off in the evening warning that the effluent was to negative. A check of the system did not show any problems. This alarm repeated two more times, with a shut down of the filter with warning number three. The patient blood was given back at this time. A new circuit was then needed to be set up.

Event description:
Continuous renal replacement therapy (crrt) was disrupted when an alarm went off in the evening warning that the effluent was to negative. A check of the system did not show any problems. This alarm repeated two more times, with a shut down of the filter with warning number three. The patient blood was given back at this time. A new circuit was then needed to be set up.